Manufacturer narrative:
(B)(4). The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection identified physical damage to the keypad. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The evaluator found column 1, along with the number 4, and the number 7 keys to be inoperable the inoperable keypad was verified. The cause was determined to be physical damage to the keypad which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a faulty keypad. There was no patient involvement associated with this event. No additional information is available.